Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the scs ipg pocket site as ipg was superficial. The patient's ipg site was revised on (B)(6) 2014 which resolved the issue at time (reference MFR. Report 1627487-2014-21308). However, the issue recurred. It was reported the patient experienced pain at the ipg site and the physician repositioned the ipg pocket site on (B)(6) 2014. Follow up identified the issue was resolved with surgical intervention.